Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the right femoral artery with retrograde approach. The 95% stenosed target lesion was located in the severely calcified and moderately tortuous left superficial femoral artery (sfa). A 4.0 x 40, 135cm mustang¿ balloon catheter was advanced to the lesion. During the first inflation, the balloon ruptured at 15 atmospheres after being inflated for 30 seconds. The device was removed from the patient's body. The procedure was completed with a 5-40/135 mustang balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.   (B)(4).